Event description:
The customer contact reported a leak. The plumset was being used to deliver 250 ml normal saline, at an unspecified rate, via a plum a+ pump. At an unspecified time, the non-vented locking cap on the port of the cassette of the plumset was removed and the option-lok male adapter of a secondary tubing set was connected to the port of the cassette for the piggyback delivery of magnesium sulfate 2 gm/250 ml, for a duration of one hour. After the delivery of magnesium sulfate was completed, the secondary tubing set was disconnected from the port. At this time, the male adapter of an unspecified secondary set was connected to the port for the piggyback delivery of ipilimumab 1277.7 mg/255.54 ml. It was reported that two hours after the primary tubing set was placed into clinical use, the patient noted a small puddle of solution near the base of the pump. The customer contact reported that an unspecified volume of solution leaked from the bottom of the cassette of the plumset onto the floor. At 1437, the delivery was stopped. The customer contact indicated that the pump indicated that a total volume of 77 ml had been delivered. The physician was notified and ordered the patient to receive the remaining dose of the ipilmumab. No specific details were provided. It was reported that the pharmacy remixed the medication. The plumset was replaced. At 1621, the delivery of ipilmumab was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device in use was unknown. One sealed primary tubing set from lot #370435h and one sealed secondary tubing set were received and evaluated. The devices passed testing. No leak of solution was noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.